Event description:
This is the same event and the same pt reported under MDR ID #2939859-2000-00037. This is the first MDR submitted for the first suspect product. A physician reported a pt who, on 8/26/1998, was skin-tested in the forearm with negative results. On 1/31/2000, the pt was treated with two formulations of product in the vermilion borders. The pt called to report that pts' lips had become swollen the day after treatment, but did not come to the office until 3/8/2000. At that time, the physician diagnosed the persistent swelling as a symptom of hypersensitivity and prescirbed oral atarax and claritin, as well as topical aclovate cream.